Event description:
It was reported that the tip of the guidewire broke off inside a patient during a procedure. A savion flx guidewire was selected for a right let arterial case via left wrist access. The patient had tortuous anatomy and while attempting to exchange the guidewire, the tip broke off inside the sheath. The physician was able to snare the wire fragment and complete the procedure. There were no patient complications reported.